Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported connection error during inspection for use involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the connection error was due to water invasion in the connector. There was no patient injury reported.